Event description:
Customer reported that a pt presented 6-10 weeks following shoulder surgery with an extruding suture. The surgeon refers to this event as a suture abscess with localized cellulitis. The suture was removed from the surface of the skin, and the pt was prescribed antibiotics.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.